Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user did not observe drops during the press-and-hold step, then found the cartridge and ilet connection wet with about half of the insulin missing, consistent with a leak; during a subsequent attempt the user received an ¿unable to proceed¿ alert during the press-and-hold step, after which a dry run was successful and a full supply change was completed with successful insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery without hospitalization. Investigation included guided step-by-step troubleshooting, supply replacement, and a successful dry run to verify function. Investigation of this case revealed a probable cartridge-to-adaptor connection or seating issue during locking that led to leakage and the alert, with no persistent device malfunction once supplies were replaced and steps were correctly performed. It was concluded, based on previously established findings for similar reports, that user handling during the cartridge lock-in and connection process was the most likely cause.